Event description:
This is an olympus promotional asset returned by the customer for an issue of reduced angulation. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there is foreign material in the device nozzle. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of the foreign material found in the nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Customer provided information on reprocessing of the device. The device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material in the device, nor what the matter could be, was not known. The device with the presence of foreign material was not used in a procedure. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device did not need to be soaked in cleaning fluid. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material in the device nozzle. This is attributed to failure to clean adequately. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a crack; light guide (lg) lens has a crack and discoloration; suction cylinder is shaved; universal cord has a wrinkle; and distal end cover (c-cover), connecting tube, scope cover unit, universal cord protector, image guide protector, zoom, zoom lever, scope cover, forceps elevator knob, forceps elevator lever, up/down knob, right/left knob, switch box, scope connector, grip, control unit, universal cord have a scratch. The user¿s complaint was of reduced angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum feb 9, 2023: there is no patient involvement in the customer reported event.

Manufacturer narrative:
Additional information has been received for this event by the customer. This supplemental report is being submitted to provide this information. There is no other information available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.